Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during kit inspection, the unit was in need of repair as the handpiece switch was broken as the black power switch was detached. There was no patient involvement. Due diligence is complete. There was no adverse event associated to this malfunction.